Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing settings adjustments. Customer's bg was "low" per continuous glucose monitor readings as was addressed by consuming carbohydrates. Reportedly, customer reached out to their healthcare provider who adjusted basal rates as needed.